Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump casing was cracked in an unspecified area. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an casing issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to the complaint, the audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.